Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.  Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.  Reason for reoperation:  pain and capsular contracture, baker grade iii.

Event description:
Physician reported "pain as a reason for emergency explant surgery." During explant surgery, the patient was diagnosed with left side capsular contracture, baker grade iii. The device was explanted.

Event description:
Physician reported "pain as a reason for emergency explant surgery." During explant surgery, the patient was diagnosed with left side capsular contracture, baker grade iii. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe since it is a medical event and is not related to the device. ¿ pain: unable to observe since it is a medical event and is not related to the device. Additional observations: ¿ deformation observed on the device. No further actions are required as the device was implanted.